Event description:
A female reported that she was treated for an ocular ulcer and fungus after using renu with moistureloc multi-purpose solution. Her optometrist reported that the pt began experiencing light sensitivity, eye pain and watering in 2006. She was treated from two days following until the next five days for a corneal ulcer in her left eye. The pt was advised to stop wearing her contact lenses and was given zymar (every 2 hrs) and pred forte (4 times per day). As there was no improvement, the pt was referred to a corneal specialist. The specialist cultured a specimen from the corneal ulcer, it was positive for fusarium. The pt was treated with natacyn (hourly), in her left eye. As of the next month, the pt has recovered. Although she has a small mid-peripheral corneal scar, her vision is 20/20. Both drs attribute the pt's episode to her use of renu with moistureloc multi-purpose solution.

Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the mfg facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evals met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fusarium keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.